Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The device history was investigated. On 2020-04-17 a space line was inserted and a vtbi of 500ml about 6h was configured. The drug short name "0,9% ns" was selected. The infusion was started with a rate of 83 ,34ml/h. On 2020-04-17 the infusion stopped by the customer, 2 seconds later the infusion started again. At 3:12 pm the infusion stopped by an upstream alarm. No other abnormalities were found. The complaint could be not confirmed. No abnormalities during the investigation of the device history could be comprehended. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" customer information: date: (B)(6) 2020 10:50pm - (B)(6) 2020 03:12am medication: normal saline 0.9%, route: IV, rate: 83.34 ml/h, vtbi: 500ml, consumables: IV normal saline 0.9% (b braun) was connected to infusomat spaceline art, no: (B)(6). Nurse started IV normal saline 0.9% infusion on (B)(6) 2020 10:50pm, with vtbi of 500mls. At around 03:00pm ((B)(6) 2020) the nurse was informed by the patient the IV normal saline 0.9% was completed. However, based on the parameters set-up it was completed much earlier than expected. Nurse examined and found out IV normal saline 0.9% bottle was empty and yet pump set-up vtbi showed 140.8mls